Event description:
Device was found in bvvi reset. Patient had vt episode and device did not deliver therapy. External defib was successful in converting the patient. On (B)(6) 2012, dft testing was successfully completed. The patient is in poor condition and has (B)(6). The system is working; hence, device will not be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.